Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in a self induced ventricular fibrillation (vf) that the device did not sense; therefore, external resuscitation was provided. The device system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.